Manufacturer narrative:
Pharmacovigilance comment: the serious expected event of nodule at implant site was considered possibly related to the treatment. Serious criteria include the need for multiple intervention and permanent damage or disability (at 48 months during follow up the patient had recurrent episode of nodule). The non-serious events of inflammation, pain and oedema at implant site were considered expected and possibly related to the treatment. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. This case was received late by the pv department and is included in the investigation of (B)(4). Lot number was not reported.

Event description:
Case reference number (B)(4) is a literature report detected on 01-oct-2019 by medical affairs department during a literature screening. This case was identified from the literature article alijotas-reig j, garcia-gimenez v, vilardell-tarres m. Late-onset immune-mediated adverse effects after poly-l-lactic acid injection in non-hiv patients: clinical findings and long-term follow-up. Dermatology: 01-oct-2009:(219):303-308. A (B)(6) female patient received treatment with new-fill (plla) to glabella, lips. 6 months later treatment with new-fill, the patient developed painful, inflammatory nodules and severe localized or generalized facial oedema. Biopsy of lesions was not mandatory but requested. Corrective treatments included ibuprofen 1,800-2,400 mg/day and combination therapy including intralesional steroids i.e. Betamethasone (each vial contains 3 mg of betamethasone phosphate and 3 mg of betamethasone acetate in a total volume of 2 ml). According to the size and inflammatory aspect of the nodules, injected betamethasone, ranging from 0.1 to 0.5 ml/nodule, usually with no dilution. The patient had recurrent inflammatory bouts but with different intensities. During follow up 48 months later, there was recurrent bouts with clinical findings of facial oedema and nodules.